Event description:
Event description guidant received information that the implanted defibrillation lead became dislodged one month post implant. The lead was removed from service and a new defibrillation lead was successfully implanted.